Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The manufacturer representative went to the site to test the navigation system. They were unable to confirm the reported issue because the issue could not be replicated. The system started without issue. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after registration was completed the site stepped away from the system, when they came back the system showed "no signal". The manufacturer representative (rep) went to the site and tried to start the system, it started up with no problems. The rep ran tests, and restarted the computer several times with no issues. No delay to the procedure. No impact on patient outcome.